Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition. During the previous service, the main batteries and battery harness were replaced.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a battery depleted alarm was discovered and confirmed during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.